Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. On (B)(6) 2016 the patient underwent mesh removal surgery, right groin exploration, and right inguinal hernia repair with mesh at (B)(6) center in (B)(6) by dr. (B)(6), md. The mesh was removed and a small amount of scar tissue was also excised, and that defect was repaired with mesh. It was reported that the patient continues to experience pain and stabbing sensations as if that area of fixation is pulling or ripping. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/28/2020. Additional narrative: it was reported that the patient experienced adhesions, inflammation following the surgery.